Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the defective latches.the field service engineer recrimped the latches and replaced the drawer to resolve the issue.the system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. Ball bearings popped out. The customer reported that able to get medications from another station and there was no delay. There were no adverse events or injuries reported based on this event.